Event description:
Boston scientific received information that this right atrial lead exhibited high out of range pacing impedance values with the physician suspecting a conductor fracture. As a result, the associated device was reprogrammed. No intervention has been performed and no adverse patient effects have been reported.

Manufacturer narrative:
Should new information be received, this event will be reopened and updated. At this time our investigation is complete.